Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered appropriate shocks, which resulted in an accelerated ventricular arrhythmia. Sustained ventricular tachycardia (vt) was observed. The patient was admitted to the hospital where intravenous medication was given. The patient was released from the hospital. Approximately one month later, the patient endured vt with near syncope. The device delivered shock therapy and an accelerated ventricular arrythmia was observed. The patient was admitted to the hospital where intravenous medication was given. The patient was then released from the hospital. No further information was available.